Event description:
During a right colectomy procedure the device functioned as intended, and the staple line was intact. Postoperatively, the pt developed an anastomotic leak and fascial dehiscience. An additional procedure was required, and subsequently the pt died.